Event description:
The defibrillator was used in conjunction with a monitor, physio control, serial no. 46124. Model no. Lp5. The monitor did not malfunction or contribute to the event. The defibrillator was being used for a cardioversion on a multi-trauma, severe head injury patient. It would charge up but would turn off and lose power before it could be discharged on the patient. When batteries were changed, it would shock every third or fourth attempt. The bio-med department could not make it malfunction when tested, therefore user error is being investigated. Another defibrillator was used, patient condition was not affected. Device to be sent to manufacturer for testing before reusedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: other, defibrillator paddles. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.